Manufacturer narrative:
(B)(4). Evaluation, results: cva/stroke.

Event description:
During the index procedure, the patient had four endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal rca and one endeavor sprint rx drug-eluting stent implanted to the left pda. Patient was asymptomatic/free of symptoms at 30 day, 6 month and 1 year follow-up. Approximately 17 months post index procedure the patient suffered an ischemic stroke. Diagnosis was made by CT. The investigator assessed that the event was not related to the study device. Patient had cardiac status of stable angina at 1.5 year follow-up. (Ref MFR# 2953200-2011-00522, 2953200-2011-00523, 2953200-2011-00524 and 2953200-2011-00526). No other clinical sequelae were reported.